Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm 13.2 implantable collamer lens in the patient's left eye (os) on (B)(6) 2011. The lens was explanted on (B)(6) 2011 due to excessive vaulting. Subsequently, the patient experienced pupil block, with elevated iop, significant reduction of irido-corneal angles and angle closure. The icl was not exchanged for another lens. The patient's current bcva was 20/25.